Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient developed infection. The device and the leads were explanted. The patient was stable post procedure. Related manufacturer reference number: 2017865-2019-05646; 2017865-2019-09439.

Event description:
Related manufacturer reference number: 2017865-2019-09540.